Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of an unknown concentration via an unknown dose rate via an implantable pump. It was reported that during the first 6 weeks following implantation of the pump, the therapy had worked great. Within approximately 6 weeks after implantation of the pump, the patient however had problems. The date (B)(6) 2018 is considered an approximate date of event (specific year known only). They had to "wash it out" because the patient was having spasms again. Over the next year, they discovered the pump wasn't releasing the medication as it should. They were supposed to remove only 4 ml of drug at her refill but would be removing like 20 ml to 30 ml. It was further noted that they would have to hold the patient¿s legs down during the refill because her spasms were so bad. It was indicated that the patient had received a letter by the healthcare provider (hcp) notifying them about the foreign particle recall and the patient was told to ask the manufacturer if her pump serial number was affected. At the time of the report it was confirmed the serial number was included. The patient saw their hcp last week. The physician was willing to replace the pump but wanted to ensure the patient had an hcp to do pump refills first. The patient¿s last managing hcp released them from care because the patient had missed the refill and was considered non-compliant. It was further explained that the patient missed the refill due to someone passing away. The pump had not alarmed until (B)(6). The alarm was believed to have been due to the pump now being empty because the patient missed the refill appointment. The patient was planning to get the pump replaced once they find a new hcp to do refills. The patient currently did not have a managing hcp. Physician listings were provided. No further patient complications have been reported as a result of this event.